Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under/over delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level was 550 mg/dl. Customer was treated with insulin pen. Customer experienced blood glucose level of 150 mg/dl. Customer stated that the drive support cap was normal. Customer stated that there was no air bubbles and leak. The drive support cap was normal. The insulin pump will not be returned for analysis.